Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 31 -oct-2018 with the following findings: during investigation, there were no loss of prime events observed in the black box. Black box data for the complaint was overwritten. Testing completed with no failures observed.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. (B)(6).

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that there were loss of prime warnings. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no allegation of an adverse event associated with this complaint.